Event description:
In 2007, it was reported that 20 mls were withdrawn from the pump reservoir; the expected volume was 8 mls. The next day, the hcp reported that he could not aspirate the catheter and therefore, could not complete a study. A rotor gram was completed (date unknown) and indicated proper pump function. It was reported that eventually the hcp was able to aspirate the catheter. The pump was used to deliver morphine. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.